Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that low lead impedance on right ventricular lead was observed through merlin.net transmission over the past week. It was discussed that the low impedance could be due to inner insulation break. No other electrical anomalies were noted. Patient was stable and will continue to be monitored.